Event description:
Our patient had to be reintubated because the suction catheter could not be passed through the endotracheal tube. The tube was removed and upon eval a circle of restriction was observed at the end of the endotracheal tube.